Manufacturer narrative:
Boston scientific received additional information that this lead was successfully repositioned the following day. No additional adverse patient effects were reported. The lead remains in service without further complication.

Event description:
--

Event description:
Boston scientific received information that during the post-operative device check, the right atrial (ra) lead was not capturing and appeared to be sensing r-waves. The lead had dislodged and was in the right ventricle. The device was reprogrammed to ensure the ra lead did not pace the ventricle. No adverse patient effects were reported. A lead revision procedure was planned.

Manufacturer narrative:
As of today, the lead remains implanted but electrically abandoned pending a lead revision procedure. This investigation will be updated when further information is provided.